Event description:
It was reported that the physician was attempting to treat a calcified lesion with 90% stenosis in the proximal lad. During the surgery, the lesion was pre-dilated and the physician then decided to use a 3.0mm diameter x 15mm length endeavor resolute (rx) drug eluting stent but the device failed to cross the lesion. No patient injury occurred and no clinical sequelae were reported. The device was returned to the manufacturing facility and through analysis of the returned device, the stent was observed to be deformed evaluation summary: multiple struts from the 9th and 10th distal stent segment were raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: patients condition affected the effectiveness of the device (calcified lesion with 90% stenosis). Deformation problem (stent deformation). Inherent risk of procedure (stent deformation). Conclusion results. Device failure related to patient condition ( calcified lesion with 90% stenosis). Inherent risk of procedure (stent deformation). (B)(4).